Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The device and right ventricular (rv) defibrillation lead were exhibiting electrogram noise associated with oversensing, inappropriate antitachycardia pacing (atp) and shock therapies. Sensing, rv pace sense/rv shock impedances diagnostic measurements were all within normal ranges. The rv pacing thresholds were 3.5 volts at 0.5 ms. The physician elected to program tachycardia therapies off pending an rv defibrillation lead replacement. The physician plans to electively replace the device at that time. The patient was presented back to the electrophysiology (ep) laboratory. The chronic rv defibrillation lead was surgically capped and replaced. Additionally, the chronic device was explanted and replaced without incident.